Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as "shingles or a rash" covering his entire body, raised and blister-like. There was no alleged device malfunction. The patient's physician prescribed an unknown cream and steroids. The patient reported that the rash had improved.